Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2006," the plaintiff was implanted with an ams monarc to treat pelvic organ prolapse and/or urinary incontinence. The plaintiff's attorney alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, additional surgery, and other injuries." The plaintiff's attorney also alleged that "on or about (B)(6) 2009, plaintiff required additional surgery due to the failure of the pelvic mesh products." The plaintiff's attorney further alleged that the plaintiff "experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury" and "permanent disability to her person."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.